Manufacturer narrative:
The reported guidewire was received in three sections. The initial visual and tactile examination of the guidewire indicated that the distal core wire section was fractured in two places with some adhered biological material on the shaft. Examination in the area of adhered material did not reveal any damage that would have contributed to the tissue accumulation along the shaft. The fracture site also exhibited some surface wear from the spinning driveshaft filars. There was no other damage revealed with the guide wire that would have contributed to the reported complaint event. The fractured shaft sections underwent scanning electron microscope (sem) analysis, which revealed the presence of fatigue on the proximal fracture sites and torsional stresses on the distal fracture face of the core wire. However, the root cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral orbital atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the guidewire detached while in the patient. The target lesion was treated using four passes with the oad. The oad was removed from the patient and a balloon was inserted over the viperwire guidewire. Imaging was performed and it was noted that the balloon did not appear to be on the wire as a portion of the wire had become detached. The wire was unable to be snared and was removed surgically. The patient was in stable condition at the end of the procedure.